Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the motor stall was unknown. It was reported that replacement of the pump was planned. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient started seeing error message 8476 on their personal therapy manager (ptm). It was confirmed the meaning of the code was due to motor stall. The rep had limited information and would interrogate the pump tonight and gather more information. It was asked, and unknown if the patient recently had a magnetic resonance imaging (MRI). No symptoms were reported. The event date was (B)(6) 2020. Additional information received indicated the patient does not seem to be suffering from any sequelae and the doctor said that the patient was able to give themselves a bolus today ((B)(6) 2020). It was noted that the pump will be scheduled to be replaced soon. It was noted that the rep silenced the alarms and inquired how the alarm function worked. It was discussed that active alarms were now silenced. However, if a motor stall would recover, and a new motor stall would trigger, this would result in a new alarm. It was noted that the rep did not have the logs at hand and could not provide additional information. No further complications were reported.